Manufacturer narrative:
The insulin pump was received with constant vibration and frozen screen on software version display due to corroded electronic assembly and corroded vibrator motor. The insulin pump had corroded motor home switch noted during visual inspection. Unable to complete a functional test including displacement test, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm test due to frozen screen. The insulin pump also received with cracked case on display window corners, minor scratches on lcd window, cracked reservoir tube lip, cracked battery tube threads, and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer's son reported via phone call that the customer was currently hospitalized due to a blood glucose level of 487 mg/dl and possible diabetic ketoacidosis. The caller reported that the customer was having difficulty breathing at the time of the incident. Caller also stated that the insulin pump was making grinding sounds and the display went blank. Troubleshooting could not be performed due to the blank display. The caller was advised that the insulin pump would be replaced and agreed to return the device for analysis.